Event description:
The iab was inserted into the patient in 9/02 at 7:50 a.m. And removed in 2002 at 2:30 p.m. No second iab was inserted. The iab did not malfunction. The patient had been bleeding - severely and a transfusion was required. Also, thrombocytopenia and pneumothrax were complications related to iab therapy. The iab was not returned to datascope. Event complications: severe bleeding-transfusion-thrombocytopenia-pneumothorax. Pt's current status: discharged-rpt'd 6/03.